Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the malfunction. The se replaced the usb flash drive and upgraded the software to the current revision. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during patient use, a ventilator went inoperative. The patient was removed from the ventilator. There was no report of patient harm as a result of this event.